Event description:
It was reported that during preparation of the 7x80 absolute pro stent system, while removing the stylet (mandrel), resistance was felt. Force was applied to the stylet and the stent partially deployed. The device was not used and there was no patient involvement. The device issue did not cause a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Manufacturer narrative:
(B)(4) - failure to follow steps/instructions. Evaluation summary: the device was returned for analysis. The premature deployment was able to be confirmed however the difficulties removing the stylet were unable to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. The absolute pro .035 self expanding stent system instructions for use (IFU) provides the following instructions: holding the tip mandrel in place, inject saline into the lumen through the proximal luer fitting at the end of the housing assembly. Flush until fluid is observed exiting at the end of the sheath near the distal end of the stent. Hold the distal tip of the delivery system. Do not hold the stent area. Gently twist and pull to remove the tip mandrel. If the tip mandrel is not easily removed, do not use the device. It is likely that the tip of the device was inadvertently pulled during removal of the stylet, resulting in the reported resistance and the stent partially deploying. Based on the reviewed information, no product deficiency was identified.